Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, drawer 6 was failed and physical damage on latch. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer 6 was not opening. A field service engineer (fse) identified that the solenoid was firing, but the drawer was not opening. The fse replaced the broken u-link and plunger to resolve the issue. The medstation became fully operational. The system functioned as intended after the field service engineer repaired the device.